Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 6.3 inr. Within 7 hours, a sample from the patient was tested in the laboratory on a bcs xp siemens analyzer using dade innovin reagent, resulting with a value of 4.6 inr. No adverse events were alleged to have occurred with the patient. The patient's warfarin medication was held based on the meter result. The patient's warfarin medication was held again on (B)(6) 2018 due to high inr results. The patient was not treated based on the meter result. The patient's current condition is not know as the patient was discharged from the hospital. The patient's therapeutic range is 2.0 - 3.0 inr. The patient was testing once per week prior to her illness. The patient was not anemic and did not have antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The customer did not know if the patient was taking new medication at the time of the event or if the patient had any recent diet changes. The patient did not have a special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided that would point to a cause for the result discrepancy.